Manufacturer narrative:
.

Manufacturer narrative:
Patient information was not made available from the site. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a procedure, their navigation system became unresponsive for 10 seconds without any apparent reason. In trouble-shooting, the site representative connected the foot switch and normal function was restored. No further details regarding the procedure, or when in the procedure this occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A medtronic representative reported that the light in the operation room were really intensive and disturbed the communication between the camera and the instrument.